Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032102) on 12-nov-2013. The most recent information was received on 26-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("posterior pelvic pain / pelvic pain/ pelvic pain, right side"), fungal infection ("recurrent yeast infection"), headache ("headache / head pain / pain in occipital area"), peripheral swelling ("swelling hands and feet"), arthralgia ("disabling joint pain/ joint pain"), coital bleeding ("bleeding after intercourse"), orgasm abnormal ("unbearable pain with orgasm"), abdominal distension ("abdominal swelling and cramping that often leads to sharp shooting pains when changing position/ extreme bloating"), abdominal pain ("abdominal swelling and cramping that often leads to sharp shooting pains when changing position"), vision blurred ("blurred vision"), fatigue ("fatigue / extreme fatigue"), depressed mood ("mood swings bordering on depression"), dizziness ("dizzy spells / dizziness"), nausea ("nausea") and autoimmune disorder ("autoimmune symptoms") in a 40-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, ex-smoker, vaginal delivery in 2005, vaginal delivery in 2007, vaginal delivery on (B)(6) 2010, hypertension and pre-eclampsia. Concurrent conditions included asthma. Family history included throat cancer and pulmonary embolism. Concomitant products included fexofenadine (allegra) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In (B)(6) 2010, the patient experienced arthralgia (seriousness criterion disability) and head discomfort ("pressure in back of head"). In 2013, the patient experienced headache (seriousness criterion disability). On an unknown date, the patient experienced fungal infection (seriousness criterion disability), peripheral swelling (seriousness criterion disability), orgasm abnormal (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal pain (seriousness criterion disability), vision blurred (seriousness criterion disability), nausea (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), red blood cell sedimentation rate increased ("elevated esr"), inflammation ("inflammation"), oedema ("edema"), ovulation pain ("increased intensity at ovulation"), proctalgia ("rectal pain"), abdominal pain upper ("upper abdominal pain"), polymenorrhoea ("biweekly menses"), dyspareunia ("pain during intercourse and after intercourse"), weight increased ("weight gain"), treatment noncompliance ("she did not use any contraception at any time following her essure placement procedure") and aggression ("tantrums"). On an unknown date, the patient experienced coital bleeding (seriousness criterion disability) and depressed mood (seriousness criterion disability). The patient was treated with surgery (had total laparoscopic hysterectomy with bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. In 2012, the pelvic pain had resolved. At the time of the report, the fungal infection, headache, abdominal distension, nausea, rash, oedema, ovulation pain, proctalgia, abdominal pain upper and weight increased had resolved, the peripheral swelling, arthralgia, orgasm abnormal, abdominal pain, vision blurred, fatigue, dizziness, autoimmune disorder, red blood cell sedimentation rate increased, head discomfort, vitamin d deficiency, muscular weakness, alopecia, paraesthesia, feeling abnormal, photosensitivity reaction, inflammation, polymenorrhoea, dyspareunia, treatment noncompliance and aggression outcome was unknown and the coital bleeding and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, coital bleeding, depressed mood, dizziness, fatigue, fungal infection, headache, nausea, orgasm abnormal, pelvic pain, peripheral swelling and vision blurred with essure. The reporter considered abdominal pain upper, aggression, alopecia, autoimmune disorder, dyspareunia, feeling abnormal, head discomfort, inflammation, muscular weakness, oedema, ovulation pain, paraesthesia, photosensitivity reaction, polymenorrhoea, proctalgia, rash, red blood cell sedimentation rate increased, treatment noncompliance, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that use of essure has caused or aggravated psychiatric and psychological conditions. She did not sought treatment for vitamin d deficiency, extreme fatigue, muscle weakness, dizziness, hair loss, facial rash, tingling in arms and legs, brain fog to the point of not being able to form sentences, and photosensitivity. Coils on the left, four coils on the right. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: negative computerised tomogram - on (B)(6) 2014: pressure in back of head hysterosalpingogram - on (B)(6) 2010: essure confirmation test ultrasound pelvis - on (B)(6) 2014: small simple cysts are seen in both ovaries ultrasound scan - on (B)(6) 2014: pelvic pain she did tests for her joint pain on (B)(6) 2014 patient underwent genital culture which resulted in light growth normal vaginal flora.no betahematol hematolytic strep isolated. She had mammogram following a lump. On (B)(6) 2010, satisfactory placement of right coil- the proximal end of the inner coil is in the tube, right at the uterine cornu. Occlusion: satisfactory occlusion - the tube is occluded at the cornu. Satisfactory placement the left proximal end of the inner coil is in the tube, right at the uterine cornu. Satisfactory occlusion the tube is occluded at the cornu. On (B)(6) 2016, operative findings revealed essure devices were palpable bilaterally at the uterotubal junction; no evidence of displacement or perforation noted. Two small left paratubal cysts noted. Powder burn lesion consistent with superficial endometriosis fulgurated along left pelvic sidewall. Minimal fibrotic lesions along bilateral uterosacral ligaments, likely superficial endometriosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: aggresion¿ and following ones were confirmed in patient's medical record: pelvic pain, dyspareunia, headache, fatigue, arthralgia, back pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032102) on 12-nov-2013. The most recent information was received on 31-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("posterior pelvic pain / pelvic pain/ pelvic pain, right side"), fungal infection ("recurrent yeast infection"), headache ("headache / head pain / pain in occipital area"), peripheral swelling ("swelling hands and feet"), arthralgia ("disabling joint pain/ joint pain"), coital bleeding ("bleeding after intercourse"), orgasm abnormal ("unbearable pain with orgasm"), abdominal distension ("abdominal swelling and cramping that often leads to sharp shooting pains when changing position/ extreme bloating"), abdominal pain ("abdominal swelling and cramping that often leads to sharp shooting pains when changing position"), vision blurred ("blurred vision"), fatigue ("fatigue / extreme fatigue"), depressed mood ("mood swings bordering on depression"), dizziness ("dizzy spells / dizziness"), nausea ("nausea") and autoimmune disorder ("autoimmune symptoms") in a (B)(6) year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, ex-smoker, vaginal delivery in 2005, vaginal delivery in 2007 and vaginal delivery on (B)(6) 2010. Family history included throat cancer and pulmonary embolism. Concomitant products included fexofenadine (allegra) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In 2013, the patient experienced headache (seriousness criterion disability). On (B)(6) 2014, 4 years 3 months after insertion of essure, the patient experienced arthralgia (seriousness criterion disability) and head discomfort ("pressure in back of head"). On an unknown date, the patient experienced fungal infection (seriousness criterion disability), peripheral swelling (seriousness criterion disability), orgasm abnormal (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal pain (seriousness criterion disability), vision blurred (seriousness criterion disability), nausea (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), red blood cell sedimentation rate increased ("elevated esr"), inflammation ("inflammation"), oedema ("edema"), ovulation pain ("increased intensity at ovulation"), proctalgia ("rectal pain"), abdominal pain upper ("upper abdominal pain"), polymenorrhoea ("biweekly menses"), dyspareunia ("pain during intercourse and after intercourse"), weight increased ("weight gain"), treatment noncompliance ("she did not use any contraception at any time following her essure placement procedure") and aggression ("tantrums"). On an unknown date, the patient experienced coital bleeding (seriousness criterion disability) and depressed mood (seriousness criterion disability). The patient was treated with surgery (had total laparoscopic hysterectomy with bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. In 2012, the pelvic pain had resolved. At the time of the report, the fungal infection, headache, abdominal distension, nausea, rash, oedema, ovulation pain, proctalgia, abdominal pain upper and weight increased had resolved, the peripheral swelling, arthralgia, orgasm abnormal, abdominal pain, vision blurred, fatigue, dizziness, autoimmune disorder, red blood cell sedimentation rate increased, head discomfort, vitamin d deficiency, muscular weakness, alopecia, paraesthesia, feeling abnormal, photosensitivity reaction, inflammation, polymenorrhoea, dyspareunia, treatment noncompliance and aggression outcome was unknown and the coital bleeding and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, coital bleeding, depressed mood, dizziness, fatigue, fungal infection, headache, nausea, orgasm abnormal, pelvic pain, peripheral swelling and vision blurred with essure. The reporter considered abdominal pain upper, aggression, alopecia, autoimmune disorder, dyspareunia, feeling abnormal, head discomfort, inflammation, muscular weakness, oedema, ovulation pain, paraesthesia, photosensitivity reaction, polymenorrhoea, proctalgia, rash, red blood cell sedimentation rate increased, treatment noncompliance, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that use of essure has caused or aggravated psychiatric and psychological conditions. She did not sought treatment for vitamin d deficiency, extreme fatigue, muscle weakness, dizziness, hair loss, facial rash, tingling in arms and legs, brain fog to the point of not being able to form sentences, and photosensitivity. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: negative computerised tomogram - on (B)(6) 2014: pressure in back of head hysterosalpingogram - on (B)(6) 2010: essure confirmation test ultrasound pelvis - on (B)(6) 2014: small simple cysts are seen in both ovaries ultrasound scan - on (B)(6) 2014: pelvic pain she did tests for her joint pain on (B)(6) 2014 patient underwent genital culture which resulted in light growth normal vaginal flora.no betahematol hematolytic strep isolated. She had mammogram following a lump concerning the injuries reported in this case, the following one/ones were reported via social media: aggresion¿ quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(4).¿ medical assessment: the reported medical events are not indicative for a quality deficit per se. The events were reported with an occurence over a period of 2 years and are of broad nature. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2018: lawyer was added. Events added per content from social media: tantrums. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032102) on 12-nov-2013. The most recent information was received on 26-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('posterior pelvic pain / pelvic pain/ pelvic pain, right side'), fungal infection ('recurrent yeast infection'), headache ('headache / head pain / pain in occipital area'), peripheral swelling ('swelling hands and feet'), arthralgia ('disabling joint pain/ joint pain'), coital bleeding ('bleeding after intercourse'), orgasm abnormal ('unbearable pain with orgasm'), abdominal distension ('abdominal swelling and cramping that often leads to sharp shooting pains when changing position/ extreme bloating'), abdominal pain ('abdominal swelling and cramping that often leads to sharp shooting pains when changing position'), vision blurred ('blurred vision'), fatigue ('fatigue / extreme fatigue'), depressed mood ('mood swings bordering on depression'), dizziness ('dizzy spells / dizziness'), nausea ('nausea') and autoimmune disorder ('autoimmune symptoms') in a 40-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any contraception at any time following her essure placement procedure". The patient's medical history included vaginal delivery on (B)(6) 2010, vaginal delivery in 2007, vaginal delivery in 2005, multigravida, parity 3, ex-smoker, hypertension and pre-eclampsia. Concurrent conditions included asthma, pneumonia, rash both legs and ruq pain. Family history included throat cancer and pulmonary embolism. Concomitant products included fexofenadine hydrochloride (allegra) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In (B)(6) 2010, the patient experienced arthralgia (seriousness criterion disability) and head discomfort ("pressure in back of head"), 4 years 3 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In 2013, the patient experienced headache (seriousness criterion disability). On an unknown date, the patient experienced fungal infection (seriousness criterion disability), peripheral swelling (seriousness criterion disability), orgasm abnormal (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal pain (seriousness criterion disability), vision blurred (seriousness criterion disability), nausea (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation"), oedema ("edema"), ovulation pain ("increased intensity at ovulation"), proctalgia ("rectal pain"), abdominal pain upper ("upper abdominal pain"), polymenorrhoea ("biweekly menses"), dyspareunia ("pain during intercourse and after intercourse"), aggression ("tantrums") and pyrexia ("fever"), experienced coital bleeding (seriousness criterion disability) and depressed mood (seriousness criterion disability) and was found to have red blood cell sedimentation rate increased ("elevated esr") and weight increased ("weight gain"). The patient was treated with surgery (had total laparoscopic hysterectomy with bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. In 2012, the pelvic pain had resolved. At the time of the report, the fungal infection, headache, abdominal distension, nausea, rash, oedema, ovulation pain, proctalgia, abdominal pain upper and weight increased had resolved, the peripheral swelling, arthralgia, orgasm abnormal, abdominal pain, vision blurred, fatigue, dizziness, autoimmune disorder, red blood cell sedimentation rate increased, head discomfort, vitamin d deficiency, muscular weakness, alopecia, paraesthesia, feeling abnormal, photosensitivity reaction, inflammation, polymenorrhoea, dyspareunia, aggression and pyrexia outcome was unknown and the coital bleeding and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, coital bleeding, depressed mood, dizziness, fatigue, fungal infection, headache, nausea, orgasm abnormal, pelvic pain, peripheral swelling and vision blurred with essure. The reporter considered abdominal pain upper, aggression, alopecia, autoimmune disorder, dyspareunia, feeling abnormal, head discomfort, inflammation, muscular weakness, oedema, ovulation pain, paraesthesia, photosensitivity reaction, polymenorrhoea, proctalgia, pyrexia, rash, red blood cell sedimentation rate increased, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that use of essure has caused or aggravated psychiatric and psychological conditions. She did not sought treatment for vitamin d deficiency, extreme fatigue, muscle weakness, dizziness, hair loss, facial rash, tingling in arms and legs, brain fog to the point of not being able to form sentences, and photosensitivity. Coils on the left, four coils on the right. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: negative. Computerised tomogram - on (B)(6) 2014: results: pressure in back of head. Hysterosalpingogram - on (B)(6) 2010: results: essure confirmation test. Ultrasound pelvis - on (B)(6) 2014: results: small simple cysts are seen in both ovaries. Ultrasound scan - on (B)(6) 2014: results: pelvic pain. Diagnostic results: she did tests for her joint pain on (B)(6) 2014 patient underwent genital culture which resulted in light growth normal vaginal flora. No betahematol hematolytic strep isolated. She had mammogram following a lump. On (B)(6) 2010, satisfactory placement of right coil- the proximal end of the inner coil is in the tube, right at the uterine cornu. Occlusion: satisfactory occlusion - the tube is occluded at the cornu. Satisfactory placement the left proximal end of the inner coil is in the tube, right at the uterine cornu. Satisfactory occlusion the tube is occluded at the cornu. On (B)(6) 2016, operative findings revealed essure devices were palpable bilaterally at the uterotubal junction; no evidence of displacement or perforation noted. Two small left paratubal cysts noted. Powder burn lesion consistent with superficial endometriosis fulgurated along left pelvic sidewall. Minimal fibrotic lesions along bilateral uterosacral ligaments, likely superficial endometriosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: aggression¿ and following ones were confirmed in patient's medical record: pelvic pain, dyspareunia, headache, fatigue, arthralgia, back pain, dysmenorrhea and peripheral swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Event fever was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032102) on 12-nov-2013. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('posterior pelvic pain / pelvic pain/ pelvic pain, right side'), fungal infection ('recurrent yeast infection'), headache ('headache / head pain / pain in occipital area'), peripheral swelling ('swelling hands and feet'), arthralgia ('disabling joint pain/ joint painlhips hurt'), coital bleeding ('bleeding after intercourse'), orgasm abnormal ('unbearable pain with orgasm'), abdominal distension ('abdominal swelling and cramping that often leads to sharp shooting pains when changing position/ extreme bloating'), abdominal pain ('abdominal swelling and cramping that often leads to sharp shooting pains when changing position'), vision blurred ('blurred vision'), fatigue ('fatigue / extreme fatigue'), depressed mood ('mood swings bordering on depression'), dizziness ('dizzy spells / dizziness'), nausea ('nausea') and autoimmune disorder ('autoimmune symptoms') in a 40-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any contraception at any time following her essure placement procedure". The patient's medical history included vaginal delivery on (B)(6) 2010, vaginal delivery in 2007, vaginal delivery in 2005, multigravida, parity 3, ex-smoker, hypertension and pre-eclampsia. Concurrent conditions included asthma, pneumonia, rash both legs and ruq pain. Family history included throat cancer and pulmonary embolism. Concomitant products included fexofenadine hydrochloride (allegra) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In (B)(6) 2010, the patient experienced arthralgia (seriousness criterion disability) and head discomfort ("pressure in back of head"), 4 years 3 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In 2013, the patient experienced headache (seriousness criterion disability). On an unknown date, the patient experienced fungal infection (seriousness criterion disability), peripheral swelling (seriousness criterion disability), orgasm abnormal (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal pain (seriousness criterion disability), vision blurred (seriousness criterion disability), nausea (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation/lot of inflammation in my upper abdomen and chest"), oedema ("edema"), ovulation pain ("increased intensity at ovulation"), proctalgia ("rectal pain"), abdominal pain upper ("upper abdominal pain"), polymenorrhoea ("biweekly menses"), dyspareunia ("pain during intercourse and after intercourse"), aggression ("tantrums"), pyrexia ("fever"), back pain ("back pain"), chest pain ("pain just under my breasts"), hepatic pain ("liver pain") and rash macular ("red spots on chest and upper arm"), experienced coital bleeding (seriousness criterion disability) and depressed mood (seriousness criterion disability) and was found to have red blood cell sedimentation rate increased ("elevated esr") and weight increased ("weight gain"). The patient was treated with surgery (had total laparoscopic hysterectomy with bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. In 2012, the pelvic pain had resolved. At the time of the report, the fungal infection, headache, abdominal distension, nausea, rash, oedema, ovulation pain, proctalgia, abdominal pain upper and weight increased had resolved, the peripheral swelling, arthralgia, orgasm abnormal, abdominal pain, vision blurred, fatigue, dizziness, autoimmune disorder, red blood cell sedimentation rate increased, head discomfort, vitamin d deficiency, muscular weakness, alopecia, paraesthesia, feeling abnormal, photosensitivity reaction, inflammation, polymenorrhoea, dyspareunia, aggression, pyrexia, back pain, chest pain and hepatic pain outcome was unknown and the coital bleeding and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, coital bleeding, depressed mood, dizziness, fatigue, fungal infection, headache, nausea, orgasm abnormal, pelvic pain, peripheral swelling and vision blurred with essure. The reporter considered abdominal pain upper, aggression, alopecia, autoimmune disorder, back pain, chest pain, dyspareunia, feeling abnormal, head discomfort, hepatic pain, inflammation, muscular weakness, oedema, ovulation pain, paraesthesia, photosensitivity reaction, polymenorrhoea, proctalgia, pyrexia, rash, rash macular, red blood cell sedimentation rate increased, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that use of essure has caused or aggravated psychiatric and psychological conditions. She did not sought treatment for vitamin d deficiency, extreme fatigue, muscle weakness, dizziness, hair loss, facial rash, tingling in arms and legs, brain fog to the point of not being able to form sentences, and photosensitivity. Coils on the left, four coils on the right. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: negative. Computerised tomogram - on (B)(6) 2014: results: pressure in back of head. Hysterosalpingogram - on (B)(6) 2010: results: essure confirmation test. Ultrasound pelvis - on (B)(6) 2014: results: small simple cysts are seen in both ovaries. Ultrasound scan - on (B)(6) 2014: results: pelvic pain. Diagnostic results: she did tests for her joint pain on (B)(6) 2014 patient underwent genital culture which resulted in light growth normal vaginal flora.no betahematol hematolytic strep isolated. She had mammogram following a lump. On (B)(6) 2010, satisfactory placement of right coil- the proximal end of the inner coil is in the tube, right at the uterine cornu. Occlusion: satisfactory occlusion - the tube is occluded at the cornu. Satisfactory placement the left proximal end of the inner coil is in the tube, right at the uterine cornu. Satisfactory occlusion the tube is occluded at the cornu. On (B)(6) 2016, operative findings revealed essure devices were palpable bilaterally at the uterotubal junction; no evidence of displacement or perforation noted. Two small left paratubal cysts noted. Powder burn lesion consistent with superficial endometriosis fulgurated along left pelvic sidewall. Minimal fibrotic lesions along bilateral uterosacral ligaments, likely superficial endometriosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: aggresion¿ and following ones were confirmed in patient's medical record: pelvic pain, dyspareunia, headache, fatigue, arthralgia, back pain, dysmenorrhea and peripheral swelling, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter added. Events added- chest pain, hepatic pain. On 23-mar-2020: social media received event " red spots on chest and upper arms" was added, reporter information was added. Fu 17 and 18 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on (B)(6) 2013. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('posterior pelvic pain / pelvic pain/ pelvic pain, right side'), fungal infection ('recurrent yeast infection'), headache ('headache / head pain / pain in occipital area'), peripheral swelling ('swelling hands and feet'), arthralgia ('disabling joint pain/ joint pain'), coital bleeding ('bleeding after intercourse'), orgasm abnormal ('unbearable pain with orgasm'), abdominal distension ('abdominal swelling and cramping that often leads to sharp shooting pains when changing position/ extreme bloating'), abdominal pain ('abdominal swelling and cramping that often leads to sharp shooting pains when changing position'), vision blurred ('blurred vision'), fatigue ('fatigue / extreme fatigue'), depressed mood ('mood swings bordering on depression'), dizziness ('dizzy spells / dizziness'), nausea ('nausea') and autoimmune disorder ('autoimmune symptoms') in a 40-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any contraception at any time following her essure placement procedure". The patient's medical history included vaginal delivery on (B)(6) 2010, vaginal delivery in 2007, vaginal delivery in 2005, multigravida, parity 3, ex-smoker, hypertension and pre-eclampsia. Concurrent conditions included asthma, pneumonia, rash both legs and ruq pain. Family history included throat cancer and pulmonary embolism. Concomitant products included fexofenadine hydrochloride (allegra) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In (B)(6) 2010, the patient experienced arthralgia (seriousness criterion disability) and head discomfort ("pressure in back of head"), 4 years 3 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In 2013, the patient experienced headache (seriousness criterion disability). On an unknown date, the patient experienced fungal infection (seriousness criterion disability), peripheral swelling (seriousness criterion disability), orgasm abnormal (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal pain (seriousness criterion disability), vision blurred (seriousness criterion disability), nausea (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation/lot of inflammation in my upper abdomen and chest"), oedema ("edema"), ovulation pain ("increased intensity at ovulation"), proctalgia ("rectal pain"), abdominal pain upper ("upper abdominal pain"), polymenorrhoea ("biweekly menses"), dyspareunia ("pain during intercourse and after intercourse"), aggression ("tantrums"), pyrexia ("fever") and back pain ("back pain"), experienced coital bleeding (seriousness criterion disability) and depressed mood (seriousness criterion disability) and was found to have red blood cell sedimentation rate increased ("elevated esr") and weight increased ("weight gain"). The patient was treated with surgery (had total laparoscopic hysterectomy with bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. In 2012, the pelvic pain had resolved. At the time of the report, the fungal infection, headache, abdominal distension, nausea, rash, oedema, ovulation pain, proctalgia, abdominal pain upper and weight increased had resolved, the peripheral swelling, arthralgia, orgasm abnormal, abdominal pain, vision blurred, fatigue, dizziness, autoimmune disorder, red blood cell sedimentation rate increased, head discomfort, vitamin d deficiency, muscular weakness, alopecia, paraesthesia, feeling abnormal, photosensitivity reaction, inflammation, polymenorrhoea, dyspareunia, aggression, pyrexia and back pain outcome was unknown and the coital bleeding and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, coital bleeding, depressed mood, dizziness, fatigue, fungal infection, headache, nausea, orgasm abnormal, pelvic pain, peripheral swelling and vision blurred with essure. The reporter considered abdominal pain upper, aggression, alopecia, autoimmune disorder, back pain, dyspareunia, feeling abnormal, head discomfort, inflammation, muscular weakness, oedema, ovulation pain, paraesthesia, photosensitivity reaction, polymenorrhoea, proctalgia, pyrexia, rash, red blood cell sedimentation rate increased, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that use of essure has caused or aggravated psychiatric and psychological conditions. She did not sought treatment for vitamin d deficiency, extreme fatigue, muscle weakness, dizziness, hair loss, facial rash, tingling in arms and legs, brain fog to the point of not being able to form sentences, and photosensitivity. Coils on the left, four coils on the right. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: negative. Computerised tomogram - on (B)(6) 2014: results: pressure in back of head. Hysterosalpingogram - on (B)(6) : results: essure confirmation test. Ultrasound pelvis - on (B)(6) 2014: results: small simple cysts are seen in both ovaries. Ultrasound scan - on (B)(6) 2014: results: pelvic pain. Diagnostic results: she did tests for her joint pain. On (B)(6) 2014 patient underwent genital culture which resulted in light growth normal vaginal flora. No betahematol hematolytic strep isolated. She had mammogram following a lump. On (B)(6) 2010, satisfactory placement of right coil- the proximal end of the inner coil is in the tube, right at the uterine cornu. Occlusion: satisfactory occlusion - the tube is occluded at the cornu. Satisfactory placement the left proximal end of the inner coil is in the tube, right at the uterine cornu. Satisfactory occlusion the tube is occluded at the cornu. On (B)(6) 2016, operative findings revealed essure devices were palpable bilaterally at the uterotubal junction; no evidence of displacement or perforation noted. Two small left paratubal cysts noted. Powder burn lesion consistent with superficial endometriosis fulgurated along left pelvic sidewall. Minimal fibrotic lesions along bilateral uterosacral ligaments, likely superficial endometriosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: aggression¿ and following ones were confirmed in patient's medical record: pelvic pain, dyspareunia, headache, fatigue, arthralgia, back pain, dysmenorrhea and peripheral swelling, back pain. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content from pfs received. Event back pain added. On (B)(6) 2020: fu13 and 14 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032102) on (B)(6) 2013. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('posterior pelvic pain / pelvic pain/ pelvic pain, right side'), fungal infection ('recurrent yeast infection'), headache ('headache / head pain / pain in occipital area'), peripheral swelling ('swelling hands and feet'), arthralgia ('disabling joint pain/ joint painlhips hurt'), coital bleeding ('bleeding after intercourse'), orgasm abnormal ('unbearable pain with orgasm'), abdominal distension ('abdominal swelling and cramping that often leads to sharp shooting pains when changing position/ extreme bloating'), abdominal pain ('abdominal swelling and cramping that often leads to sharp shooting pains when changing position'), vision blurred ('blurred vision'), fatigue ('fatigue / extreme fatigue'), depressed mood ('mood swings bordering on depression'), dizziness ('dizzy spells / dizziness'), nausea ('nausea') and autoimmune disorder ('autoimmune symptoms') in a 40-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any contraception at any time following her essure placement procedure". The patient's medical history included vaginal delivery on (B)(6) 2010, vaginal delivery in 2007, vaginal delivery in 2005, multigravida, parity 3, ex-smoker, hypertension and pre-eclampsia. Concurrent conditions included asthma, pneumonia, rash both legs and ruq pain. Family history included throat cancer and pulmonary embolism. Concomitant products included fexofenadine hydrochloride (allegra) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In (B)(6) 2010, the patient experienced arthralgia (seriousness criterion disability) and head discomfort ("pressure in back of head"), 4 years 3 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In 2013, the patient experienced headache (seriousness criterion disability). On an unknown date, the patient experienced fungal infection (seriousness criterion disability), peripheral swelling (seriousness criterion disability), orgasm abnormal (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal pain (seriousness criterion disability), vision blurred (seriousness criterion disability), nausea (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation/lot of inflammation in my upper abdomen and chest"), oedema ("edema"), ovulation pain ("increased intensity at ovulation"), proctalgia ("rectal pain"), abdominal pain upper ("upper abdominal pain"), polymenorrhoea ("biweekly menses"), dyspareunia ("pain during intercourse and after intercourse"), aggression ("tantrums"), pyrexia ("fever"), back pain ("back pain"), chest pain ("pain just under my breasts"), hepatic pain ("liver pain"), rash macular ("red spots on chest and upper arm") and tooth disorder ("dental problems"), experienced coital bleeding (seriousness criterion disability) and depressed mood (seriousness criterion disability) and was found to have red blood cell sedimentation rate increased ("elevated esr") and weight increased ("weight gain"). The patient was treated with surgery (had total laparoscopic hysterectomy with bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. In 2012, the pelvic pain had resolved. At the time of the report, the fungal infection, headache, abdominal distension, nausea, rash, oedema, ovulation pain, proctalgia, abdominal pain upper and weight increased had resolved, the peripheral swelling, arthralgia, orgasm abnormal, abdominal pain, vision blurred, fatigue, dizziness, autoimmune disorder, red blood cell sedimentation rate increased, head discomfort, vitamin d deficiency, muscular weakness, alopecia, paraesthesia, feeling abnormal, photosensitivity reaction, inflammation, polymenorrhoea, dyspareunia, aggression, pyrexia, back pain, chest pain, hepatic pain and tooth disorder outcome was unknown and the coital bleeding and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, coital bleeding, depressed mood, dizziness, fatigue, fungal infection, headache, nausea, orgasm abnormal, pelvic pain, peripheral swelling and vision blurred with essure. The reporter considered abdominal pain upper, aggression, alopecia, autoimmune disorder, back pain, chest pain, dyspareunia, feeling abnormal, head discomfort, hepatic pain, inflammation, muscular weakness, oedema, ovulation pain, paraesthesia, photosensitivity reaction, polymenorrhoea, proctalgia, pyrexia, rash, rash macular, red blood cell sedimentation rate increased, tooth disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that use of essure has caused or aggravated psychiatric and psychological conditions. She did not sought treatment for vitamin d deficiency, extreme fatigue, muscle weakness, dizziness, hair loss, facial rash, tingling in arms and legs, brain fog to the point of not being able to form sentences, and photosensitivity. Coils on the left, four coils on the right. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody on an unknown date: results: negative. Computerised tomogram on (B)(6) 2014: results: pressure in back of head. Hysterosalpingogram on (B)(6) 2010: results: essure confirmation test. Ultrasound pelvis on (B)(6) 2014: results: small simple cysts are seen in both ovaries. Ultrasound scan on (B)(6) 2014: results: pelvic pain. Diagnostic results: she did tests for her joint pain on (B)(6) 2014 patient underwent genital culture which resulted in light growth normal vaginal flora.no betahematol hematolytic strep isolated. She had mammogram following a lump. On (B)(6) 2010, satisfactory placement of right coil the proximal end of the inner coil is in the tube, right at the uterine cornu. Occlusion: satisfactory occlusion the tube is occluded at the cornu. Satisfactory placement the left proximal end of the inner coil is in the tube, right at the uterine cornu. Satisfactory occlusion the tube is occluded at the cornu. On (B)(6) 2016, operative findings revealed essure devices were palpable bilaterally at the uterotubal junction; no evidence of displacement or perforation noted. Two small left paratubal cysts noted. Powder burn lesion consistent with superficial endometriosis fulgurated along left pelvic sidewall. Minimal fibrotic lesions along bilateral uterosacral ligaments, likely superficial endometriosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: aggresion¿ and following ones were confirmed in patient's medical record: pelvic pain, dyspareunia, headache, fatigue, arthralgia, back pain, dysmenorrhea and peripheral swelling, back pain quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received event dental problems and new reporter was added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032102) on 12-nov-2013. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("posterior pelvic pain / pelvic pain/ pelvic pain, right side"), fungal infection ("recurrent yeast infection"), headache ("headache / head pain / pain in occipital area"), peripheral swelling ("swelling hands and feet"), the first episode of arthralgia ("disabling joint pain"), coital bleeding ("bleeding after intercourse"), orgasm abnormal ("unbearable pain with orgasm"), abdominal distension ("abdominal swelling and cramping that often leads to sharp shooting pains when changing position/ extreme bloating"), abdominal pain ("abdominal swelling and cramping that often leads to sharp shooting pains when changing position"), vision blurred ("blurred vision"), fatigue ("fatigue / extreme fatigue"), depressed mood ("mood swings bordering on depression"), dizziness ("dizzy spells / dizziness"), nausea ("nausea") and autoimmune disorder ("autoimmune symptoms") in a (B)(6) female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (on (B)(6) 2005, (B)(6) 2007,(B)(6) 2010), parity 3 (on (B)(6) 2005, (B)(6) 2007, (B)(6) 2010) and ex-smoker. Family history included throat cancer and pulmonary embolism. Concomitant products included fexofenadine (allegra) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue (seriousness criterion disability), dizziness (seriousness criterion disability), vitamin d deficiency ("vitamin d deficiency"), muscular weakness ("muscle weakness"), alopecia ("hair loss"), rash ("facial rash / rashes"), paraesthesia ("tingling in arms and legs"), feeling abnormal ("brain fog") and photosensitivity reaction ("photosensitivity"). In 2013, the patient experienced headache (seriousness criterion disability). On (B)(6) 2014, 4 years 3 months after insertion of essure, the patient experienced the first episode of arthralgia (seriousness criterion disability) and head discomfort ("pressure in back of head"). On an unknown date, the patient experienced fungal infection (seriousness criterion disability), peripheral swelling (seriousness criterion disability), orgasm abnormal (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal pain (seriousness criterion disability), vision blurred (seriousness criterion disability), nausea (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), red blood cell sedimentation rate increased ("elevated esr"), the second episode of arthralgia ("joint pain"), inflammation ("inflammation"), oedema ("edema"), ovulation pain ("increased intensity at ovulation"), proctalgia ("rectal pain"), abdominal pain upper ("upper abdominal pain"), polymenorrhoea ("biweekly menses"), dyspareunia ("pain during intercourse and after intercourse"), weight increased ("weight gain") and treatment noncompliance ("she did not use any contraception at any time following her essure placement procedure"). On an unknown date, the patient experienced coital bleeding (seriousness criterion disability) and depressed mood (seriousness criterion disability). On an unknown date, the patient experienced fungal infection (seriousness criterion disability), peripheral swelling (seriousness criterion disability), orgasm abnormal (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal pain (seriousness criterion disability), vision blurred (seriousness criterion disability), nausea (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), red blood cell sedimentation rate increased ("elevated esr"), inflammation ("inflammation"), oedema ("edema"), ovulation pain ("increased intensity at ovulation"), proctalgia ("rectal pain"), abdominal pain upper ("upper abdominal pain"), polymenorrhoea ("biweekly menses"), dyspareunia ("pain during intercourse and after intercourse"), weight increased ("weight gain") and treatment noncompliance ("she did not use any contraception at any time following her essure placement procedure"). On an unknown date, the patient experienced coital bleeding (seriousness criterion disability) and depressed mood (seriousness criterion disability). The patient was treated with surgery (had laparoscopic hysterectomy with bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. In 2012, the pelvic pain had resolved. At the time of the report, the fungal infection, headache, abdominal distension, nausea, rash, oedema, ovulation pain, proctalgia, abdominal pain upper and weight increased had resolved, the peripheral swelling, orgasm abnormal, abdominal pain, vision blurred, fatigue, dizziness, autoimmune disorder, red blood cell sedimentation rate increased, head discomfort, the last episode of arthralgia, vitamin d deficiency, muscular weakness, alopecia, paraesthesia, feeling abnormal, photosensitivity reaction, inflammation, polymenorrhoea and treatment noncompliance outcome was unknown and the coital bleeding and depressed mood outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, coital bleeding, depressed mood, dizziness, fatigue, fungal infection, headache, nausea, orgasm abnormal, pelvic pain, peripheral swelling, vision blurred and the first episode of arthralgia with essure. The reporter considered abdominal pain upper, alopecia, autoimmune disorder, dyspareunia, feeling abnormal, head discomfort, inflammation, muscular weakness, oedema, ovulation pain, paraesthesia, photosensitivity reaction, polymenorrhoea, proctalgia, rash, red blood cell sedimentation rate increased, treatment noncompliance, vitamin d deficiency, weight increased to be related to essure. The reporter commented: patient claimed that use of essure has caused or aggravated psychiatric and psychological conditions. She did not sought treatment for vitamin d deficiency, extreme fatigue, muscle weakness, dizziness, hair loss, facial rash, tingling in arms and legs, brain fog to the point of not being able to form sentences, and photosensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: negative computerised tomogram - on (B)(6) 2014: pressure in back of head. Hysterosalpingogram - on (B)(6) 2010: essure confirmation test. Ultrasound pelvis - on (B)(6) 2014: small simple cysts are seen in both ovaries. Ultrasound scan - on (B)(6) 2014: pelvic pain. She did tests for her joint pain. On (B)(6) 2014 patient underwent genital culture which resulted in light growth normal vaginal flora. No betahematol hematolytic strep isolated. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (b(4), ¿processing essure cases in dev@com.¿ (B)(4). Medical assessment: the reported medical events are not indicative for a quality deficit per se. The events were reported with an occurence over a period of 2 years and are of broad nature. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: case became incident in follow up. Reporter added, patient demographics added, product stop date updated. Patient medical history, family history, lab data added. Event added as follows-(autoimmune disorder, esr increased, head discomfort, vitamin d deficiency, muscular weakness, hair loss, rash, tingling in arms and legs, brain fog, photosensitivity, inflammation, odema, increased ovulation, rectal pain, abdominal pain upper, biweekly menses, pain during and after intercourse, weight gain, treatment non compliance from plaintiff fact sheet. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.